Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had poor vision and corneal abrasion from poor extended drop usage. As the surgeon had to take the patient back to theatre to rotate the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).